Event description:
Philips burton out patient ii medical examination light single ceiling model subject to FDA recall number z-0589-04 became detached and fell. The light struck a pt causing a small abrasion. No first aid or additional medical attention was required. The pt was processed and discharged as planned. The light was manufactured in 1997.

Manufacturer narrative:
Philips burton submitted an MDR report for this incident on (B)(6) 2011. However the submission was filed electronically on form 3500. This submission, on the correct form 3500a, is being provided per FDA request.